Event description:
During a cardiopulmonary code it was confirmed that the wires from adult zoll defibrillator pads (lot #2923g) pulled away from the pads upon during use, requiring a second set of pads and delaying response time.